Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experienced pocket heating at the pocket site when stimulation is on and when recharging the device. Patient is also experiencing ineffective stimulation due to low impedances on one lead and high impedances on the second lead. Surgical intervention may take place at a later date.

Manufacturer narrative:
As received, reported event for ipg pocket site discomfort/ pocket heating while recharging/ high impedances was not confirmed. The reported event of pain /discomfort at ipg site cannot be confirmed through product testing alone. As received, ipg passed all functional testing that also includes the impedance test. For pocket heating while recharging, the ipg, after being depleted, was able to fully charge and pass auto test. Pocket heating testing while charging was conducted using the returned ipg and test lab le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event.

Event description:
Additional information received indicates the ipg was explanted, replaced and repositioned to address the issue.